Event description:
A customer observed a false negative hbsag result for a pt sample on the eci analyzer. The result did not match results obtained from alternate methods. No biased results were reported. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into the event showed that the sample tested positive by an alternate method, with positive confirmatory results. The negative result was repeatable on the eci analyzer, and was reproducible on a subsequent sample as well. Datalogger analysis shows that the analyzer is operating as expected. Qc results are acceptable. Add'l pt history info has been requested, and add'l testing is on-going at this time. The root cause of the event has not been determined.